Event description:
Removal of endosseous dental implant. Four implants were placed in class 2 bone on 5/8/96 during a routine procedure. The implant in site #30 was removed on 10/10/96 due to swelling. The clinician reports that the failure may be due to the patient having large marrow spaces which may have compromised primary staballization.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufactuer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.